Manufacturer narrative:
Approximate age of device - 30 days. The device remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient presented to the clinic for interrogation of the vad and was admitted due to elevated pump power. The patient reportedly felt fine at the time. The submitted log file was analyzed by the manufacturer's technical services representative and showed the pump power trending slightly upward above the patient's baseline pump power. A ramp study echocardiogram revealed the left ventricle was not unloading when the pump speed was increased. With the pump speed at 10,400 rpm during the ramp study, a speed drop to the lower limit of 8400 rpm was noted when the patient changed positions from lying to sitting. Pulsatile flow was noted at the inflow conduit throughout the ramp study. The pump set speed was increased from 9000 to 9400rpm. The patient's lactate dehydrogenase (ldh) level was 1311 u/l. The patient's inr value was reported to be in the therapeutic range. No other clinical signs of thrombosis were noted. IV heparin was administered due to suspected device thrombus. On (B)(6) 2016, a second log file (dated (B)(6) 2016) submitted to the manufacturer's technical services department for analysis did not show any atypical pump parameters that would be consistent with device thrombus. No additional information was received.

Manufacturer narrative:
(B)(4). The report of suspected thrombus was confirmed based on the evaluation of the device. Prior to disassembly of the returned pump, examination of the sealed inflow conduit and sealed outflow graft did not reveal any adhered deposition or thrombus formation. Upon disassembly of the returned pump, examination of the rotor inlet revealed a thrombus formation surrounding both the inlet stator¿s bearing cup and the rotor¿s bearing ball, which was pulled out of its bore upon disassembly. This formation¿s lamination and denaturation indicates that it likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to patient¿s elevated lactate dehydrogenase level and the increases in power consumption that were confirmed through the analyses of the log files that were provided by the customer. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that laboratory tests showed the patient's lactate dehydrogenase level was above 1500 u/l. A ramp study performed did not reveal a change in lvad function when the pump speed was increased 11600 rpm and the patient reportedly remained pulsatile throughout the study. The inr was reported to be within the normal limit. On (B)(6) 2016, the patient underwent a pump exchange to another lvad.